Manufacturer narrative:
Initial medwatch report indicated the date of distribution to (B) (4) as june 2003; this date was for an alternate lot. The reported lot was manufactured in february of 1992 and would have been distributed subsequent to this date. The exact date is unknown.(B) (4)

Event description:
It was reported that patient underwent a total hip replacement utilizing a rasp on (B) (6) 2010. During the procedure, the rasp developed a fatigue crack and fractured during extraction, leaving the distal portion in the femoral canal. The femur was split in order to retrieve the fractured portion causing a delay to the procedure of approximately one hour.

Event description:
It was reported that patient underwent a total hip replacement utilizing a rasp on (B) (6) 2010. During the procedure, the rasp developed a fatigue crack and fractured during extraction, leaving the distal portion in the femoral canal. The femur was split in order to retrieve the fractured portion causing a delay to the procedure of approximately one hour.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur. Evaluation of the returned instrument/device found the weld attaching the handle to the rasp failed. Significant damage to the fractured weld surfaces did not allow proper analysis of the failure of the weld. Usage of device - although it was not reported how many times the instrument/device was used, a review of sales history revealed that the component was distributed to biomet (B) (4) in june 2003.